Event description:
It was reported that patient presented remotely via merlin.net. Transmission showed that there was ventricular under-sensing on the implantable cardiac monitor. Programming changes were made. The patient was stable.